Event description:
The medical center in japan in 8/2022 had a successful impella cp support of 14 days. The pump was then explanted as the support was no longer needed. Later in 10/2022 the jpvad registry noted hemolysis and renal failure occurring. To treat the renal failure the team initiated dialysis. Later the patient expired from underlying condition.

Manufacturer narrative:
The medical team in japan discarded all impella product at explant. No benchtop analysis is possible. The jpvad registry team shared no further details. No root cause can be determined. Should more information be shared that leads to root cause, a final report will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information was provided in sections b2, b5,d6, h1, and h6.

Event description:
Additional information noted that the patient experienced thrombocytopenia and the procedure outcome was that patient expired, medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.